Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an intermittent audio output and an adverse event were reported. The patient stated they were sleeping and had a hypoglycemic seizure and the receiver did not alert. The patient's wife woke the patient up to take care of him and administered him with a glucagon shot to stabilize him. It was indicated that after about 30 minutes of treatment, the patient was stable. No additional patient or event information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.